Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with facial swelling. An angioplasty was performed on the left subclavian and innominate veins noted occlusion. The patient had thrombus and was admitted for possible stenting. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.